Event description:
It was reported that the ilet pump would not charge on the supplied battery charger; the charger¿s indicator light flashed green rather than remaining solid and the pump did not gain charge, and the same flashing behavior occurred when an iphone was placed on the pad, indicating a charging problem with the battery charger component. Customer care arranged for an immediate replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a charging problem attributable to the power source, implicating the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.